Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-01564). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented after receiving an alert for premature eri. It was also noted that there was a short margin from eri to eol and the device was unable to be interrogated. The device was explanted and replaced without complication. Patient condition was good.